Event description:
The customer reported to their baxter sales representative (bsr) that their excelsior syringes, product information unknown, are separating from the flolink catheter extension set, product code (B)(4), lot number ur10a26019. The separation is occurring immediately and there is no pump used. The syringe is untwisting itself off the flolink luer. The customer does not know specifically how the disconnect is occurring. This condition occurred in the ER. The condition occurred during patient use but there was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The sample has been discarded by the customer, therefore no evaluation can be performed. Batch review was performed and no discrepancies were found during the manufacturing of this lot. (B)(4).